Event description:
It was reported "during insertion procedure, 4.5fr agba single lumen midline would not pass through the sheath introducer in the kit. They dropped another separate sheath introducer and still could not pass midline". The condition of the reported to be 'fine' and the patient had no harm or injury. The associated emdr report numbers are 9680794-2025-00091 and 9680794-2025-00090.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during insertion procedure, 4.5fr agba single lumen midline would not pass through the sheath introducer in the kit. They dropped another separate sheath introducer and still could not pass midline". The condition of the reported to be 'fine' and the patient had no harm or injury. The associated emdr report numbers are 9680794-2025-00091.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.